Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room due to lightheadedness. Interrogation showed patient was in a slow vt, detected by the device as normal sinus rhythm according to programmed settings. Physician attempted to stop the rhythm with atp therapy, but the rhythm accelerated to a higher rate vt. The device detected the vt and delivered therapy as programmed. However, the therapies were ineffective and the rhythm accelerated to vf. Further therapies were ineffective. External defibrillation was used to convert the patient. One week later dfts were performed to test the device. All attempts were unsuccessful. The physician elected to add a subcutaneous coil. Dfts were successful. All electrical parameters were good. The patient was in good condition after the event.